Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01395. The device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed seven coils using a non-penumbra microcatheter. The physician then felt resistance advancing a smart coil within its introducer sheath; therefore, the smart coil was removed and not used. The physician then felt resistance advancing a new smart coil its introducer sheath, but was able to successfully deployed and detached the coil. The procedure was completed using additional smart coils and non-penumbra coils and the same microcatheter. There was no report of an adverse effect to the patient.